Event description:
In 2001, a 25 g winged infusion set was used during a routine venipuncture in a pt. There was a barb on the bevel of the needle that was not noticed until after venipuncture procedure. Another "butterfly" with a barb was found in the same box later in the day. 12 days later a barb was found on another set. 25 g "butterfly" at a different location out of box with same lot #. Nect day, 2 more defective sets found.